Event description:
It was reported that during a follow-up visit, the device longevity was estimated at less than half a year. This did not meet longevity expectations. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. Performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Time of eri on (B)(6) 2012. S2d shows battery v = 2.717 volts, battery impedance ~5135 ohms.